Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained one erroneously elevated troponin (access accutni) result, within the risk stratification range, for one patient, involving unicel dxc 600i synchron access clinical system. The customer stated that it is laboratory policy to run all accutni samples in duplicate at initial testing. The accutni results at initial analysis were 0.01ng/ml and 0.10ng/ml. Due to the discrepant results, the sample was analyzed on the laboratory's alternate instrument which gave an accutni result of 0.02ng/ml. This result, within the normal reference range for accutni, was released from the laboratory so there was no impact on, or change to, patient treatment as a result of this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma separator tube and spun for 5 minutes at 3000rpm. The customer provided qc data, calibration curve, system check, and patient data for review. Bec complaint investigator (ci) reviewed all submitted data and service notes. Ci review of the supplied qc data from dates (B)(6) 2012 reveals all levels of qc have been performing within 1-2 sd of the laboratory's established ranges. The supplied accutni calibration curve was performed on (B)(4) 2012 and all levels of calibrators were found to be passing with acceptable %cvs. A routine system check performed on (B)(4) 2012 passed within instrument specifications. The most recent system check, performed on (B)(4) 2012 following weekly maintenance, shows an initial washed portion failing; however, upon repeat testing, the washed portion was passing within instrument specifications. A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012 to verify hardware performance in response to this event. Per a telephone conversation on (B)(4) 2012, the fse performed a major (PMA) preventative maintenance in response to the failing washed portion of the most recent system check and noted the "pipettor seals were worn out" and the fse proactively replaced the pipettor seals, the sample probe, and pipettor tip. Alignments and ultrasonics were verified and a high sensitivity system check was performed and found to be passing within instrument specifications. There were no major hardware performance issues noted by the fse. The cause of this event is unknown and could not be determined using the supplied information.